Event description:
A malfunction alarm, identified as "malf 12," was reported by the customer, indicating a technical issue with the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if any further issues occurred.